Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that noise with high ventricular rate episodes and doubled lead impedance was observed on the right ventricular lead. Lead testing and possible revision was recommended but declined at this time as the patient is moving out of state and will require a new provider. The lead was being monitored pending enrollment with a new provider. The patient was stable.

Manufacturer narrative:
(B)(6).

Event description:
New information notes the patient presented at a new facility for interrogation. It was noted that oversensing and high impedance issues were still present. A lead fracture was suspected. Following a discussion with the patient and physician a decision against a lead revision was made due to the patient's other health factors. The patient was stable.